Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using the powerport m.r.I. Implantable port, silicone single-lumen, kit, 9.6f. During the insertion procedure, the guidewire was observed to be frayed near one end. The surgeon confirmed that no fragments remained in the patient. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd